Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported torn clip introducer (ci) was confirmed. The reported difficult to insert the ci over the clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported difficult to insert cl could not be determined. Additionally, reported ci appears to be due to reported difficulty inserting ci. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report torn material. It was reported that during preparation of the clip delivery system (cds), when the clip was being inserted into the clip introducer (ci), the clip was caught in between the clip arms and gripper arms. A tear was observed on the ci. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There were no patient involvement and no clinically significant delay in the procedure. No additional information was provided.